Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had possible infection. Reportedly, the patient had an infection near the device pocket. All available information indicates that the pacemaker, right atrial (ra) lead and right ventricular (rv) lead remain in service. No additional adverse patient effects were reported.